Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the implantable neurostimulator site had an infection and appeared black and was oozing pus. The patient was advised to go to the emergency room. No actions or interventions have been taken to resolve the issue. There were no further complications reported.